Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection the quantum controller was turned on and it gave the message: f4 hardware failure. The failure was during time out before anesthesia. The procedure was canceled and no patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6 the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture shows a quantum unit with a f4 fault displayed on the screen. There was a relationship found between the subject device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. No containment or corrective actions are recommended at this time. Visual inspection of the rf12000, q2 controller s/n:(B)(6) show the warranty seal is not broken and in its original condition. The manufacturing date of the controller is rev.q ¿ 2020-01-02. No visible manufacturing abnormalities found. Visual inspection of the returned foot switch assembly (p/n10863; lot 339783) shows no defects or manufacturing anomalies. Visual inspection of the returned us power cord, 125v ac (p/n02891) shows no defects or manufacturing anomalies. Visual inspection of the returned us power cord 250v ac (p/n02527) shows no defects or manufacturing anomalies. During a functional evaluation the controller unit was powered-up and immediately a hardware failure f4 came up with an acoustical sound and the red attention led; the failure could not be reset. During a functional evaluation the foot pedal device was completely tested on coag/ablate/set on the returned q2 controller system (s/n (B)(6) the foot pedal performed as intended without any failure; the manufacturing date is the year 2018/rev.h; functional evaluation of the us 125v ac power cord (p/n02891) and the europe power cord 250vac (p/n 02527) show no functional problems. Both power cords performed as intended. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was associated with a design failure; factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action was previously initiated to mitigate future recurrence of this event.